Event description:
Additional information was received from the healthcare provider indicated that the cause of the volume discrepancy was unknown. It was reported that the healthcare provider would try flex dosing to see if that resolved the issue. Troubleshooting involved removing medication prior to the alarm to determine if the pump was the issue. The patient reported that he does get some pain relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone (10 mg/ ml, 3.594 mg/day) and bupivacaine (3 mg/ml, 1.0782 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone (10 mg/ml, 3.594 mg/day) and bupivacaine (3 mg/ml, 1.0782 mg/day) via an implantable pump for non-malignant pain. The patient's medical history includes thyroid cancer, a lumbar fusion in 2000 and a thoracic fusion at t-6-t8 in 1995. The patient also had a spinal cord stimulator that was removed. It was they have been getting back more medication than expected during refills and they were off "every single refill" with discrepancies of 15 ml or more most of the time. The patient's previous pump had been replaced a year ago due to the exact same problem. The hcp stated the patient got "a little bit of relief" but also had episodes where they had symptoms like he was going through withdrawals. The hcp also noted that the patient became diaphoretic "if we do anything to the pump". The hcp stated the pump logs were not showing any problems. The issues started with the previous pump that was implanted in 2018; the catheter was replaced in 2019 per registration then the pump and catheter were replaced again in (B)(6) 2020. The discrepancies have continued with the new pump and catheter. The hcp stated they get the drug from a reputable pharmacy that they use for all of their pump patients and none of the o ther patients have these issues. The caller stated that a dye study was done on (B)(6) 2021 and "the dye went through fine" and there were no disconnects, leaks or kinks noted. The caller stated they did not prime the catheter after that procedure and the patient ended up hospitalized after they took a percocet and they had to "narcan him three times". The patient was brought in last week to measure volume in the reservoir. They were expecting 29.6 ml and got back 35 ml. The patient became diaphoretic and passed out after the procedure last week then he "snapped out of it and hasn't had another incident since". Troubleshooting actions were reviewed. The issue was not resolved through troubleshooting.